Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, pneumocystis pneumonia from 2002 to 2014, parity from 2000 to 2010, vomiting, unintended pregnancy, hypertension, hypothyroidism and chemotherapy. Concurrent conditions included onychomycosis, constipation, gerd, headache, diarrhea, nausea, viral gastroenteritis, obesity, rhinitis allergic, hyperlipidemia (with goal blood pressure less than 130/85), fatigue, fatigue, breast carcinoma, tinea unguium, impaired fasting glucose, cervix neoplasm and hemochromatosis. Concomitant products included terbinafine hydrochloride (lamisil) since 2016 for swelling nos as well as levothyroxine since 2016 and omeprazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain ("severe abdominal pain/ sharp stabbing pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), incontinence ("incontinent"), pelvic adhesions ("adhesions") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, incontinence, pelvic adhesions, cyst and uterine leiomyoma outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, cyst, incontinence, pelvic adhesions, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: abnormal liver function test. There is diffuse increased echogenicity of the liver consistent with fatty infiltration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received. Events added: adhesions, cysts and fibroids. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, pneumocystis pneumonia from 2002 to 2014, normal delivery (live child) from 2000 to 2010, vomiting, unintended pregnancy, hypertension, hypothyroidism and chemotherapy. Concurrent conditions included onychomycosis, constipation, gerd, headache, diarrhea, nausea, viral gastroenteritis, obesity, rhinitis allergic, hyperlipidemia (with goal blood pressure less than 130/85), fatigue, fatigue, breast carcinoma, tinea unguium, impaired fasting glucose, cervix neoplasm and hemochromatosis. Concomitant products included terbinafine hydrochloride (lamisil) since 2016 for swelling as well as levothyroxine since 2016 and omeprazole. On (B)(6)2010, the patient had essure inserted. In (B)(6)2017, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: abnormal liver function test. There is diffuse increased echogenicity of the liver consistent with fatty infiltration.. Most recent follow-up information incorporated above includes: on 18-dec-2019: plaintiff fact sheet and mr received, new reporter , patient demographic ,patient concomitant condition ,lab data, esure lot number, treatment medication, event severe abdominal pain and plaintiff did not undergo essure confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, pneumocystis pneumonia from 2002 to 2014, parity from 2000 to 2010, vomiting, unintended pregnancy, hypertension, hypothyroidism and chemotherapy. Concurrent conditions included onychomycosis, constipation, gerd, headache, diarrhea, nausea, viral gastroenteritis, obesity, rhinitis allergic, hyperlipidemia (with goal blood pressure less than 130/85), fatigue, fatigue, breast carcinoma, tinea unguium, impaired fasting glucose, cervix neoplasm and hemochromatosis. Concomitant products included terbinafine hydrochloride (lamisil) since 2016 for swelling nos as well as levothyroxine since 2016 and omeprazole. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2017, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectoiny). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: abnormal liver function test. There is diffuse increased echogenicity of the liver consistent with fatty infiltration.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no: 774397) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included acid reflux (oesophageal) in 2008, pneumocystis pneumonia from 2002 to 2014, parity from 2000 to 2010, vomiting, unintended pregnancy, hypertension, hypothyroidism and chemotherapy. Concurrent conditions included onychomycosis, constipation, gerd, headache, diarrhea, nausea, viral gastroenteritis, obesity, rhinitis allergic, hyperlipidemia (with goal blood pressure less than 130/85), fatigue, fatigue, breast carcinoma, tinea unguium, impaired fasting glucose, cervix neoplasm and hemochromatosis. Concomitant products included terbinafine hydrochloride (lamisil) since 2016 for swelling nos as well as levothyroxine since 2016 and omeprazole. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced abdominal pain ("severe abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and incontinence ("incontinent"). The patient was treated with blood transfusion, auxiliary products and surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectoiny). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and incontinence outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, incontinence and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen: on an unknown date: abnormal liver function test. There is diffuse increased echogenicity of the liver consistent with fatty infiltration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs and social media report received : event "incontinent" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.